Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and confirm that the device is broken. The clinical/medical investigation concluded that, without the requested information, the root cause of the reported broken hip stem cannot be definitively concluded based on the provided information. The patient impact beyond the reported cannot be determined. Therefore, no further clinical/medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to implant. The contribution of the device to the reported event could be corroborated, since a review of a photocopied x-ray confirmed that the device is broken. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a hip surgery had been performed, x-rays are showing a broken synergy hip stem. The adverse event will be addressed with a revision surgery on the (B)(6) 2021. Other information is unknown at the moment.